Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable ca2 calcium gen.2 results for two patient samples. Of the data provided, only the results for one of the samples were discrepant. The initial result was 6.9 mg/dl and was reported outside of the laboratory to the doctor. The repeat result on another analyzer was 8.3 mg/dl and was believed to be correct. The patient was not adversely affected. The reagent lot number was 30267501 with an expiration date of 28-feb-2019. The field service representative found there was pin hole in the vacuum tubing. He repaired the tubing and rebuilt the vacuum pump as a precautionary measure. The customer ran calibration and qc and all tests passed.